Event description:
It was reported a balloon developed a leak on the first inflation at approx four-six atmospheres during a peripheral angioplasty. No further details regarding the nature of the lesion were available. Another balloon catheter was used to auccessfully complete the procedure without pt complications. The device was not been returned for eval. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without further details and without evaluating the device, co is unable to determine the exact cause for this event. Co directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."